Event description:
Iabp placed in this pt at the conclusion of her coronary artery bypass graft surgery. No problem with device until 2008 early a.m. Rn noted blood in tubing. Pump turned off and physician notified. Physician arrived and iabp was removed with some difficulty. Surgical team to remove due to clot on end of balloon. Pt status unchanged. Pt non responsive since back from CABG surgery.